Manufacturer narrative:
E1: initial reporter first name: (B)(6).

Event description:
It was reported that stent dislodgment outside the patient occurred. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left renal artery. A 6.0mmx18mmx150cm express sd renal/biliary stent was selected for use. The stent was loose on the balloon when the physician removed the stent catheter from the circular housing. During preparation outside the patient, the catheter was flushed, and it was noticed that the stent itself was loose and not adhered properly to the balloon, which led to the stent falling off from the balloon it was attached to. The procedure was completed successfully with another of the same device. No patient complications were reported.